Event description:
The pt felt stimulation all over her body and fluttering sensation in the pocket around the device for a week. She also reported loss of therapeutic effect with return of nausea. Physician told the pt that the lead might be cracked and the ins needed to be replaced. The pt was unsure if she would get device/leads replaced. The physician reported the event was related to the ins. The pt reported shocking, on (B) (6) 2010, the device was turned off and the 'shocking' went away.

Manufacturer narrative:
(B) (4).